Manufacturer narrative:
Concomitant products: a2dr01 implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial oversensing was noted on the right atrial (ra) lead.  The lead remains in use. No patient complications have been reported as a result of this event.